Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xtr cds mentioned is being filed under a separate medwatch report.

Event description:
This is filed to report the gripper actuation issue. It was reported as a general comment that the grippers of the ntr clip delivery system (cds) and the xtr cds devices are not lowering or lower inconsistently. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.